Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was retracted and the nose cone caught the frame of the valve on the non-coronary cusp causing the valve to dislodge. A second valve was implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.